Manufacturer narrative:
The device history record review was unable to be performed as the reported lot number (193) of the device does not match any of the manufacturer's lot numbers for this device. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient hemorrhage, death and hematoma are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that a successful mechanical thrombectomy was performed with the retriever (subject device). Three hours after the procedure, a computed tomography (CT) scan showed symptomatic intracranial hemorrhage (sich) and the patient underwent hematoma evacuation and drainage. Approximately 12 days later, the patient died due to sich. No further information is available.

Manufacturer narrative:
The subject device was disposed in the hospital.

Event description:
It was reported that a successful mechanical thrombectomy was performed with the retriever (subject device). Three hours after the procedure, a computed tomography (CT) scan showed symptomatic intracranial hemorrhage (sich) and the patient underwent hematoma evacuation and drainage. Approximately 12 days later, the patient died due to sich. No further information is available.